Event description:
It was reported that the patient had an initial hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 due to pain. During the revision, it was noted that the cup was loose and not ingrown into the bone. The modular head and taper adapter were replaced with a biomet head and the acetabular cup was replaced with competitor acetabular components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."